Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Evaluation based off of similar complaints. The rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Device history record was reviewed, complaint data base was reviewed. Evaluation based off of similar complaints.

Event description:
The rotator broke during a left ventriculogram. No harm or injury was reported. The customer reported three defective devices but did not provide any further information or clinical details about the additional events. The customer discarded the devices at the hospital. Therefore, this single form FDA 3500a will be submitted for this complaint.